Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the keypad malfunction, which was reproduced. The device evaluation confirmed the malfunctions and the following keys are inoperable: #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys caused by a failed keypad. It was observed that when any remaining functional keys are pressed, an automatic output of the #3 key will occur following the selected key's function (e.g. Numerically, when the #1 key is pressed, 13 will be displayed; alphabetically: when the "abc" key is pressed, ag will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing of a spectrum pump, it had a malfunctioning keypad. There was no patient involvement.